Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. There is no spring mechanism on this device. The thumbscrew holds the ratcheting rail into the guide. We cannot confirm the reported event. However, it was observed that the guide is slightly bent. The device appears old, extremely worn and laser etch has faded. The observed failure can be attributed to field wear. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Depuy synthes has been informed that the lot number is not available. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during an acl repair that the spring mechanism in customer's tibial ratchet guide was broken and would not stay together. The surgeon completed the procedure by having one person holding the device together while he was drilling. The sales rep confirmed that there were no patient consequences or delay. The sales rep could not provide a lot number or age of the device but stated the device was very worn and has seen heavy use.